Manufacturer narrative:
Additional information: this supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 03/03/2017. On 05/02.2017, new information was received from support. Support received the customer's hard drives, refurbished them, sent them back to the customer and reinstalled them. According to support, the account indicated the issue was resolved. Corrected data: d4 model #: merge eye staton v11.4 changed to merge eye station v11.5. D10 device available for evaluation?: changed from no to yes on 01/31/2017. G1-2 - updated contact office - name/address/contact person. H3 device not evaluated by the manufacturer? Changed from not returned to manufacturer to no device not evaluated by the manufacturer because the device problem is already known. H4: device manufacture date of 12/15/2014 added. H6 event problem and evaluation codes: conclusion code changed to 4307.

Manufacturer narrative:
Merge healthcare is working with the customer to further investigate the issue to determine what actions are required for resolution.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2017, a customer contacted merge healthcare technical support indicating that their eye station software needed to be set-up after a hard drive failure. On 03/01/2017, additional information was received from the account. According to the information received, the issue with the hard drive failure and subsequent software set-up is resulting in patients being rescheduled for later dates at other facilites. At this time, merge technical support is continuing to work with the customer on complete resolution. With merge eye station not operating as expected, there is a potential for a delay in care that may lead to harm. However, there have been no allegations of serious injury, death or harm as a result of this issue. (B)(4).